Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The ultra 360 patient positioning system was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from visual inspection. Unit received with the upper and lower handles out of adjustment and were not holding properly. Both shock cushions were worn and need to be replaced. Unit was received with the std. Adaptor and not the tri-star adaptor. Root cause: device required replacement of worn components, general maintenance, and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a2009 ultra 360 does not lock into position. No details provided on which part is not locking well. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.